Manufacturer narrative:
Integra has completed their internal investigation on 08/07/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints and service history. Results: this device was manufactured on june 30th, 2005. Service history: date of service: 01/14/2015 reason for service: misuse. Date of service: 03/25/2014 reason for service: misuse. Date of service: 01/20/2014 reason for service: misuse. Date of service: 11/28/2012 reason for service: routine maintenance. Date of service: 04/19/2012 reason for service: misuse. Date of service: 03/02/2012 reason for service: not locking/misuse date of service: 07/25/2007 reason for service: misuse. Date of service: 05/10/2007 reason for service: eval and repair, no patient involvement/misuse. No manufacturing or design related trend has been identified. Conclusion: the most likely reason for return "not tightening past forty lbs " is due to the o- ring that was stuck on the rotator. When this device was properly positioned and put under 40 lbs of pressure this unit would not have slipped.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the third of three reports (same patient, same surgery, different product ids, different product problems). This report is in regards to the third skull clamp used: a2000 mayfield 2000 skull clamp. When pinning the patient by using the a2114 mayfield infinity xr2 skull clamp, the (B)(6) stated that when locked and under pressure, the side that has the rocker arm was moving and was not stable. The same thing happened when the (B)(6) tried to use the second a2114 skull clamp. The (B)(6) used the a2000 skull clamp during the third attempt at pinning. This clamp would not tighten past forty pounds of pressure. This caused a slip when they release the patient's head. Surgery delay of 20 minutes was reported. Additional information has been requested.